Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath was received for evaluation. An event of a leak was reported. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub, and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The cause of the damaged seals remains unknown. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No nonconformances associated with the reported event were identified.

Event description:
During the supraventricular tachycardia procedure, while aspirating after the dilator was removed, air was aspirated. Using hands to block the insertion side and performing aspiration, no air was aspirated, so a valve issue was suspected. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.